Event description:
Nail turned during insertion. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained devices could identify deformation of the proximal end of the nail as well as of the centering pin of the insertion handle. Due to this deformation, the nail could no longer be fixed compactly with the aiming arm in position during insertion procedure. The root cause for this determination is mechanical overloading during use which leads to the deformation of the centering pin at the aiming arm. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is deemed valid, a CAPA determination request has been initiated.